Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin use, and no additional assistance was deemed necessary, leading to the case being closed by technical support.